Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the product and lot code combinations. Review of device history records for the acetabular cup finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Per procedure, the femoral head and metal liner are exempt from DHR review. Medical records were received and reviewed. From a medical perspective it is not possible to determine if the complaint is product related. Progressive x-rays, were review with nothing indicative of a device nonconformance found. The investigation can draw no conclusion with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 1/14/16, 1/22/16, 1/25/16 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: jan 29, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address elevated metal ion count. There was also some metallic fluid between the liner and cup. Update rec'd 6/13/2014 - legal claim and medical records received. After review of the revision operative note it indicated minimal metallosis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 7/9/2014. Update rec'd 8/14/2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from squeaking, and elevated cobalt chromium metal ion levels. A stem is now being added to address allegations of elevated toxic metal ions levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 12/23/2015 and 01/13/2016 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, squeaking, and increased metal ions (confirmed by labs). Part/lot is being updated for the stem. The complaint was updated on: 01/15/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, litigation alleges pain, discomfort, emotional distress, disability and disfigurement. Doi: (B)(6) 2008; dor: (B)(6) 2014; left hip.